Event description:
The reporter stated that the tubing pulled loose from the stopcock while in use on a patient. There was no patient injury associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed the investigation into this issue. A follow up report will be submitted when the investigation is complete.